Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two signal artifact monitor (sam) episodes. Boston scientific technical services (ts) was consulted and upon review, noise was noted on all three channels. Electromagnetic interference (emi) was discussed as the cause of the sam episodes. No adverse patient effects were reported. At this time, this device remains in service.